Event description:
The event involved a check valve with male/female luer lock, and it was reported that crack and leak at the level of the anti-reflux valve during the infusion. There was a loss of product. Probably, some air came into contact with the patient, but there were no embolism or neurological consequences. The nurse saw the product spill onto the floor. The leak was cleaned according to the facility's protocol. There was patient involvement.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Manufacturer narrative:
D9 - date returned to MFR: 3/16/2026. Received one (1) used. List #011-cs25, check valve with male/female luer lock; lot #14505009. A crack was observed on the female luer of the check valve. 2 cracks were observed on the luer. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed from the female luer of the check valve. The sample was observed to have 2 cracks on the sample. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.